Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a bleeding skin irritation on his back. The patient indicated that the irritation was minor and that he had not sought medical attention. During a follow up, the patient indicated that the irritation was the same. The final medical outcome of the irritation is unknown.